Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "anesthesia was initiated in tci mode using a perfusor with propofol syringe. The pump worked normally at first, but suddenly started to alarm error code. The nurse did not have time to see the error code. The pump had administrated a bolus to the patient and the patient was slightly asleep. Suddenly the pump stopped working and the nurse had to turn off the pump. The patient likely did not reach a sufficiently deep level of unconsciousness from the bolus administered by the pump. Possibly made patient ventilation more difficult.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: the device history files regarding device alarm da 1269 were analysed. The device alarm da 1269 is listed four times in the alarm history of the device and in the device history of the device. This is a false device alarm da 1269/2269 that occurs after 10-20 sec of a tci therapy. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: the device passes the self test. A ops 50ml syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. Disassembling: no damage could be detected. Conclusion: the defect could be confirmed. The device alarm could not be reproduced but was found in the device and alarm history. Workarounds: 1. Switch off the device without mains before configuring a tci therapy. 2. After each tci therapy switch of the device without mains supply. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.